Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint condition was confirmed for the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010 lot #: 36p4867). After a visual inspection per guidance provided in windchill document #(B)(4), it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier: (B)(4). Manufacturing date: 21-sep-2020, part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, lot number: 36p4867 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during inspection of instruments after going through the decontamination process and noticed that there were several instruments that were damaged and need to be replaced. There was no patient involvement. Product # 314.05, lot # 4700447. This screwdriver is stripped, and the tip is cracked. Product # 03.010.473, lot # 35p5950. This screwdriver is stripped. Product # 329.15, lot # unknown due to wear. This bender is not able to bend the plates appropriately. Product # 323.46, lot # 4700054. This drill guide is bent and will not allow a drill to be placed though the guide. This item was set aside to be sent back but was discarded by the staff and unable to be retrieved. Product # 399.99, lot # a7ga24. This reduction forceps is unable to be closed and remain closed. Product # 399.99, a7ea16. This reduction forceps is unable to be closed and remain closed. Product # 03.130.010, lot # 36p4867. This report is for (1) scrdriver shaft 1.3/1.5 t4 self-holding. This report is 4 of 4 for (B)(4).